Event description:
Customer reported the insulin pump alarmed displayable history crc check failed on startup and failed battery test. Customer blood glucose was 250 mg/dl. Troubleshooting was performed. Customer was able to clear alarm but the insulin pump alarmed failed battery test and unable to exit training mode due to bad battery. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no failed battery test alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed self test and displacement test. No a24 alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.